Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 7f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approx. 7mm. Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who is trained user, selected the mynx cadence vascular closure device 6/7f to close the access sit. It was reported that ¿when the physician pulled back to get temporary hemostasis, the balloon ruptured and pulled through the sheath¿. The device was removed and the patient was converted to 20 minutes of manual compression. Hemostasis was achieved. No complications occurred as a result of the balloon rupture. The patient was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212102) indicated that the mynx lot met all established performance criteria prior to shipment.